Event description:
It was reported that the tip of the tendon stripper broke off while harvesting a gracillis tendon from the right leg. The surgeon experienced a delay of thirty minutes. The surgeon was unable to remove the tip and decided to leave it as attempting future removal would be too destructive.